Event description:
Ous MDR - after an implantation period of approx. 43 months increased pacing impedance (> 2000 ohms) and rv threshold measurements were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 17.5 cm distal to the is-1 connector pin. Both parts were received for an analysis. During the visual inspection tissue residuals were noted on the lead, particularly around the shock coil and the lead tip, which might have had impact on the pacing impedance. Based on these findings, it is assumed that the lead was significantly ingrown. The extraction damages, such as a torn up insulation in the proximal area of the lead and the deformed shock coil, corroborate the assumption of an increased ingrowth of the lead. Due to the fragmented state, the pacing impedance could not be measured. However, the dc resistances of the received conductor fragments did not show any peculiarities. Furthermore signs of wear could be found on the distal lead fragment indicating severe mechanical stress in the implanted state. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.